Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was admitted to the hospital with chest pain and muscle stimulation. Upon interrogation, high thresholds and low sensing values with no pacing were seen. An echocardiogram, showed a myocardial perforation of the lead. The patient was transferred to a different hospital where the lead was removed and found to have tissue on the helix. A new lead was implanted. No further patient complications have been reported as a result of this event.